Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead due to possible lead damage. The physician contemplated for lead replacement; however, no intervention was made. No additional information was reported.

Manufacturer narrative:
External insulation abrasion was noted at 13.8 ¿ 14.0 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can. This is consistent with the observation from the field of noise.

Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2021. The patient condition was stable.